Manufacturer narrative:
No prod was returned for eval. The investigation could not verify or draw any conclusions about the reported breakage based on the provided info. Based on the investigation findings, the need for corrective action is not indicated.

Event description:
During a total knee replacement, a drill pin was broken. A third of the drill pin was left broken inside the pt femur. The surgeon decided to leave the drill in the bone.